Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture and under-sensing. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The helix extension length met specification. The reported events of inadequate capture and under-sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that there was an increase in capture threshold and episodes of undersensing on the right ventricular (rv) lead. It was suspected that a microdislodgement of the rv lead was the cause of the capture and sensing anomalies. The rv lead was explanted and replaced to resolve the event and the patient was stable.